Event description:
We were priming the cell ex machine for the patient. We had multiple alarms number 23 and prime seven alarms using two different machines and three different kits. The MFR response follows: customer reports prime seven errors. Found collect pressure sensor at the top of its range. Installed new collect pressure sensor.preformed periodic maintenance. Found red cell pump bad. Installed new red cell pump. Verified operation per section seven post repair. Customer accepted operation as correct. Repairs have returned this instrument to expected operation. All required documentation will be given to the customer.manufacturer response for light, phototherapy (ecp unit), light, phototherapy (ecp unit).customer reports prime seven errors. Found collect pressure sensor at the top of its range. Installed new collect pressure sensor. Performed periodic maintenance. Found red cell pump bad. Installed new red cell pump. Verified operation per section seven post repair. Customer accepted operation as correct. Repairs have returned this instrument to expected operation. All required documentation will be given to the customer. MFR response: for photopheresis procedural kit three times and photopheresis procedural kit three times. Customer reports prime seven errors. Found collect pressure sensor at the top of its range. Installed new collect pressure sensor. Preformed periodic maintenance. Found red cell pump bad. Installed new red cell pump. Verified operation per section seven post repair checkout procedure. Customer accepted operation as correct.repairs have returned this instrument to expected operation.all required documentation will be given to the customer.unable to obtain rga numbers for photopheresis procedural kits. Three separate attempts. Kits to be discarded after the safe medical devices act (smda) committee.